Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device was difficult to open. No patient injury occurred or medical intervention was required.

Manufacturer narrative:
Evaluation summary: one ls1500 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects. Mechanical testing confirmed the jaws opened and closed normally using the handle. The device was activated multiple times on porcine kidney samples, and no locking occurred. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.